Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the mdu hand control was hot. A smith & nephew backup device was available for use. A delay of less than 30 minutes was reported. No injuries or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. There was a relationship found between the subject device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. The motor/gearbox assembly was removed from the housing and the gearbox was removed from the motor. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. Complaint of overheating and motor stall error was confirmed. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.